Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with flange broken. There was no report of injury or medical intervention.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe plunger damaged. The potential cause for the problem is a jam at syringe assembly station. As internal action for product, quality improvement will be performed the for defects of damaged components and leakage.

Event description:
It was reported with the use of the bd plastipak syringe there was an issue with flange broken. There was no report of injury or medical intervention.